Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and the device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 4.1 and 4.2 failed and device was not detected on bus. A field service engineer found auxiliary storage space 4.1 and 4.2 was not detected on bus. Further, the engineer replaced drawer controller board and pyxibus module controller board to resolve the issue. Fse recovered and pharmacy staff tested the drawer. Proactive inspection check was performed. The system functioned as intended after the field service engineer repaired the device.